Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead became extrinsically distorted due to stylet/guidewire coating. Also, the lv2 (low voltage 2)/proximal conductor of the lead was distorted due to the guidewire coating adhering to the conductor. Visual summary analysis of the lead indicated damage at implant. Additional, analyst comments stated that the competitor guidewire's hydrophilic coating adheared to the coil filars causing the guidewire to stick in the lead lumen. As a result, the coil filars became distorted when trying to pull the guidewire out of the lead. Using of competitor guidewire is not medtronic recommendation. (B)(4).

Event description:
It was reported that during the implant procedure when the physician was removing the competitor wire the wire got stuck in the left ventricular (lv) lead and damaged the inner filers up by the pin of the lead. It was noted that the left ventricular (lv) lead was placed, the sheath slitted, and secured down before the physician noticed the damage. The physician did not leave the lead implanted and replaced the lead with a new lead based on unknown long term integrity of the lead with damage. No patient complications have been reported as a result of this event.